Event description:
The customer reported the surgeon inserted the +23.5 diopter aa4204vf silicone single piece lens into the sulcus and determined the patient's zonules were too weak to support the lens . The lens was removed and another lens was implanted without any injury to the patient. The reporter stated the event was due to a pre-existing condition of the eye and not lens related.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Claim #(B)(4).

Manufacturer narrative:
Evaluation results: per medical review - reportedly, single-piece silicone iol was removed/exchanged intraoperatively following implantation in the sulcus. Incision was not enlarged and no other tissue damage was reported. A different model lens was successfully implanted in the sulcus. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the cause of the event was patient factor (weak zonules to hold the lens) and was not device related. Per dfu indications: "these devices are intended to be placed only in the capsular bag following successful circular tear anterior capsulotomy with a verified absence of radial tears." Therefore, there is no sufficient data to support implantation of this lens in the ciliary sulcus.